Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported via health canada report reference #(B)(4), that during a surgical procedure, the drill bit broke at the tip. No further information was provided.

Event description:
It was reported via health canada report reference # (B)(4), that during a surgical procedure, the drill bit broke at the tip. No further information was provided.

Manufacturer narrative:
The quality investigation is complete.